Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor siltex round moderate profile 375cc saline breast prosthesis, cat. #3542660, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(4) female patient underwent a breast augmentation procedure with a mentor siltex round moderate profile 375cc saline breast prosthesis that deflated after implantation. Deflation was confirmed during a doctor¿s visit. A potential explantation and replacement surgery with a mentor memorygel breast implant 400cc gel breast prosthesis has been reported, but at the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 08/07/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/01/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. Yellow material was observed on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately 0.5 cm on the posterior aspect and parallel lines of shell wear were observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. At this point is not possible to determine the etiology of the yellow material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor received additional information about the event. The patient underwent bilateral explantation and replacement with mentor memorygel breast implant 400cc gel breast prostheses on (B)(6) 2018. (B)(4).